Event description:
It was reported that the device was used to test handpieces. It was noted that the device was not working once the handpiece was attached. It was not maintaining power. Upon evaluation, the cpc connector was identified as the cause. There was no patient involvement and no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the cpc connector was identified as the cause of the unit not working.